Manufacturer narrative:
Corrected sections: a3 - removed asku as there was no patient involvement, d4 - changed 'catalog #' from 2838 to vh-4030, e1 - changed 'event site address' from 1930 east thomas to 1930 east thomas road (B)(4). This is a reusable OEM device. Therefore, a lot history review was not applicable. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure using bipolar extension cable, while attempting to unplug the cable, they broke it by separating the cable from the connector. No patient involvement

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was discarded.

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure using bipolar extension cable, while attempting to unplug the cable, they broke it by separating the cable from the connector. No patient involvement